Event description:
The following description of the event was reported to carefusion by foreign distributor. "This claim was submitted by carefusion tech support in (B)(6), our dealer claims this unit is alarming vent inop, motor fault, circuit fault, low pip, low ve, xdor fault. Troubleshooting steps/results: check the power supply. It's ok. Transducer calibrations passed. But it still has no gas delivery. Change with a good turbine, the unit works well. The problem was found in the daily inspection. And it was not on a patient."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The following information concerning the evaluation of the device is a summary of the information provided by the foreign distributor. The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning turbine assembly. The foreign distributor shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for evaluation. As of january 20, 2015 the alleged faulty turbine assembly has not been received. Should the alleged faulty turbine assembly be received and evaluated, a follow-up medwatch report will be submitted.